Manufacturer narrative:
The device was received with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. Initial investigation of the returned device found cracks on the top and bottom housing, discoloration was observed through the bottom housing and top housing. Upon removal of the housing, corrosion was seen on multiple components. The battery voltages of all three batteries were observed to be low due to the corrosion. An external power supply was attached in an attempt to retrieve data, ultimately data was unavailable. The pcb was removed for further inspection, the qn3000 chip was corroded off the pcb. A leak test was conducted successfully. A tear in the exposed portion of the soft cannula was observed, where it was seen to leak. The observed cannula tear could not have contributed to the internal corrosion. No internal tears were found. The timing and cause of the observed housing damage and cannula damage could not be determined. Due to the size of the cracks on the housing it can be confirmed that these cracks allowed fluid ingress and caused the internal corrosion. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone11.8. Cgm sensor type: g7.

Event description:
It was reported the patient's blood glucose level (bg) rose to >250 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly detached from the infusion site (leg), causing the cannula to dislodge. It was also reported that the pod was leaking insulin. Treatment information was not provided.